Event description:
Info received indicates the left siderail will not latch into the raised position.

Manufacturer narrative:
The tech found the latch hardware was missing. The tech replaced the missing screws, roller guide and spacer to repair the stretcher.